Event description:
The account alleged that the siderail will not latch in the up position. No injuries reported.

Manufacturer narrative:
The account has made the decision do not repair the bed at this time.